Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had rising thresholds, rising and high impedance and a possible fracture. The lead was capped and replaced. During the procedure, it was noted that the atrial lead appeared to have insulation damage. The lead was repaired and normal numbers were measured before and after the case. The atrial lead remains in use. No patient complications have been reported as a result of this event.